Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was "suspected that the pacer fired in vulnerable time frame" post operatively. The implantable pulse generator (ipg) appears to be currently functioning as programmed. The ipg remains in use. No patient complications have been reported as a result of this event.